Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum was visually inspected upon receipt and was found to have no visual damage. The device was functionally tested and failed the tests due to the lack of lubricants identified during evaluation causing the device difficult to prime issue. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported difficult to pull cocking slide. The root cause for the reported difficult to pull cocking slide was determined to be the lack of lubricants. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the cocking slide was allegedly difficult to pull and much force was needed to operate the device. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the cocking slide was allegedly difficult to pull and much force was needed to operate the device. There was no patient contact.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.